Event description:
On (B)(6) 2023, the lay user/patient contacted lifescan (lfs) united states, alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that on (B)(6) 2023, at 10:00 am, they obtained a ¿high glucose¿ result with the subject meter (this warning message appears when the meter detects blood glucose greater than 600 mg/dl). The patient manages their diabetes with insulin, on a self-adjusting dose. The patient stated they administered an increased dose of novolog rapid-acting insulin straight after receiving the high result then started to feel ¿tired, really sick and bad¿. In response to the symptoms, the patient stated they contacted their son for assistance who arrived at 10:15 am and treated them with glucose sos powder and glucose syrup and the symptoms resolved. The patient denied using any other device to test their blood glucose. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly required assistance of a third party for the treatment of an acute low blood glucose excursion after administering insulin based on an alleged inaccurate high result obtained with the subject meter.